Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, bone fracture and infection or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 30 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, buckling, and popping. The patient stated that she was never truly happy with her knee post-operatively, and that it had gotten worse in the past year. Prior to revision. A preoperative aspiration was performed, which was concerning for infection, with a positive synovasure and synovial wbc of 11,800, although cultures had shown no growth. Initial surgery and revision surgery operative notes were provided. Findings indicated substantial inflamed and hypertrophic synovial tissue and scar tissue. A posteromedial nondisplaced fracture of the proximal tibia was also discovered once all the cement was extracted. The surgeon performed a right knee irrigation and debridement, removal of right total knee prosthesis, and fabrication and placement of right knee articulating antibiotic spacer. The patient was awakened and sent to the recovery room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-010-01-0315 - logic femoral ps cem right sz 1.5. (B)(6) - 02-012-44-1511 - logic tibia implant psc insert, sz 1.5, 11mm. (B)(6) - 02-012-45-1515 -lgc tibial fit tray cem sz 1.5f / 1.5t. (B)(6) - 204-32-01 - fluted stem extension 11l x 12 mm. (B)(6) - 204-70-00 - tibial stem ext. Screw. (B)(6) - 200-02-29 - three peg patella 29mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01215, 1038671-2025-01669. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.